Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of changing infusion set and experiencing high blood glucose during the night on (B)(6) 2016. Customer's blood glucose was 510 mg/dl, which was treated with bolus delivery. An hour later customer began to have symptoms of high blood glucose such as, vomiting, gastroparesis, and racing heart. Customer was taken to the emergency room on (B)(6) 2016. Customer's emergency room visit was due to diabetic ketoacidosis. Customer was treated with insulin drip and fluids. Customer was wearing insulin pump at the time of emergency room visit, but it was removed when connected to insulin drip. It was found that cannula was very bent. Customer declined troubleshooting.